Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures.

Event description:
It was reported that the patient presented to the hospital and prior to opening up the pocket, it was discovered that the right atrial (ra) lead had high capture threshold measurements. The ra lead was explanted and replaced. The patient was in stable condition throughout.